Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va15lqm serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead .all codes apply to the implanted system (lead and ins). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative received information that a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor developed an infection with a wound that kept opening despite round of antibiotics. The infection was known to be (B)(6). The ins system was explanted as a result of the infection. No device malfunctions were reported. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.